Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had waken up with a blood glucose (bg) level of above 400 mg/dl. The customer delivered a manual injection to stabilize bg level. The customer stated to sleep walk and could be eating. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. Reportedly, the customer is in contact with the healthcare provider to discuss factors that may affect bg level.